Event description:
The customer reported elevated lymphocyte (ly) result and low neutrophil (ne) result, for one patient, involving the coulter hmx hematology analyzer with autoloader. The patient sample produced an initial lymphocyte result of 75% and neutrophil result 23%. The manual differential analysis recovered lower lymphocyte result of 5% and a higher neutrophil result of 83%, which were considered correct and reported to the hospital. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue troubleshooting. The customer mixed and replaced the differential scatter pak and resolved the differential issues. The instrument was in normal operation.